Event description:
The screw heads broke during implantation by hand not power. The broken screw heads were removed from the patient. The drill bit broke while drilling through cortical bone and was removed. The surgeon was concerned about stability since the screw heads were not there to secure the plate. The hospital would not allow this rep any additional patient information.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.